Event description:
Additional information received reported that while the patient had been told the wire moved the doctor said that it was fine.

Manufacturer narrative:
Product ID: 3093-28, lot# v169799, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. The patient felt as though the stimulation "never really helped her" despite attempts at reprogramming. It was noted that it had been over a year since the patient last saw her managing physician. It was reported that the "wire" had always "moved around a lot," and it was suspected that might be the cause of the issue. It was also reported that the patient was unable to make adjustments even with the antenna attached. The reporter was unsure if this was due to user error, a problem with the programmer, or a problem with the implantable neurostimulator (ins). Two weeks later it was reported from the health care provider that the cause of the event was unknown, but the ins or battery was dead. No invention had happened "yet." It was stated that "imaging" was done that showed that "all were intact." The patient experienced a continuation of frequency of urination. There was no patient hospitalization. No further information was reported.